Event description:
Occlusion springs snapped on the blood pump rotor assembly of the hemodialysis machine. Dialysis tech noticed that arterial chamber would not maintain a constant flow and that arterial and venous pressures were registering low. Pt was moved to another dialysis machine and treatment was resumed. Biomedical specialist inspected unit and found broken springs in blood pump rotor assembly. Unit repaired and placed back into svc.